Event description:
It was reported that the test device was on epidural profile and programmed at a rate of 4.8ml/hr it was reported that a customer answered "yes" to the question "are you aware of any events associated with an interruption of communication or power between pc unit and modules?" Per the customer, this was found during preventative maintenance, therefore there was no patient involvement.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the october 2020 complaint review board (crb) did not find an increasing trend for the reported issue of "pc communication interruptions". Based on the crb review and the limited information provided no further investigation actions will be performed. The root of the customer report of a pc communication interruption was not determined since no product or device logs were returned for investigation. The reported issue of ¿pc communication interruptions¿ could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device was reported with no patient involvement. No product returned.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that a customer answered "yes" to the question "are you aware of any events associated with an interruption of communication or power between pc unit and modules?" Per the customer, this was found during preventative maintenance, therefore there was no patient involvement.